Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Unable to connect the sprint quattro 65 cm lead (ref.(B)(4)) to the microport defibrillator. The lead connectors do not fit into the ICD channels. Change the ICD and install another brand of ICD.

Event description:
Unable to connect the sprint quattro 65 cm lead (ref. (B)(4) medtronic) to the microport defibrillator. The lead connectors do not fit into the ICD channels. Change the ICD and install another brand of ICD.